Event description:
It was reported that after a distal subtotal gastrectomy procedure, the surgeon used the device to do jejunum-gastric side by side anastomose. After several hours, the wound leaked. The patient lost blood of 500ml to 600ml and shocked. The surgeon used haemostatic to stop blood at that moment. On feb 22nd, the patient was reopened the abdomen for second surgery. The surgeon found some staples had fallen off and used hand sewing to pin up the tissue. The patient went to ICU for further observation. As the event was found after operation sample had been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information provided: how many times was the device fired? Around 80 times. Did the surgeon use a green cartridge for all firings? No. Total 4 used. 1 blue reload and 3 green reloads. Were there any issues during any of the firings? No, everything as normal. Did the surgeon examine the staple line prior to closing the patient? Yes. Was a leak test performed? If yes, results? Yes, use the gauze to test if bleed happen. No blood found on the gauze. Please clarify what is meant by "and shocked"? Did the patient go into shock as a result of blood loss? Yes. Deep sleep and unawareness. What is meant the surgeon used "haemostatic to stop blood at that moment". Date this intervention occurred? Unk. What was the patient's pre-op diagnosis? Gastric antrum carcinoma. What was the condition of the tissue in which the device was fired across? Regular. You indicated that some staples fell off, what area of the staple line did the staples fall off? Middle portion. How many days post op did the reoperation occur? Half of the day. Finished surgery at noon and 2nd surgery in the evening. What is the anticipated length of stay in the ICU for the patient? Unk. Is the patient stable? Yes. Please provide any other details pertinent if known. No further information from doctor. None.